Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the PICC has great blood return and flush when patient's arm is abducted away from body. Both lumens of PICC are not patent when arm is by the patient's side. This vat rn consulted with PICC rn, on how to troubleshoot positional PICC. PICC rn recommended pulling PICC 0.5cm. This vat rn pulled PICC 0.5cm during dressing changed. PICC has good blood return and flush in both lumens. Additional information received on 5/25/2023: catheter was inserted 8cm above the antecubital fossa and 3cm left outside the vessel.

Event description:
It was reported by the customer that the PICC has great blood return and flush when patient's arm is abducted away from body. Both lumens of PICC are not patent when arm is by the patient's side. This vat rn consulted with PICC rn, on how to troubleshoot positional PICC. PICC rn recommended pulling PICC 0.5cm. This vat rn pulled PICC 0.5cm during dressing changed. PICC has good blood return and flush in both lumens. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty infusing the catheter was confirmed but the cause is unknown. Two ap chest radiographs that were coned down to the right side were returned for evaluation. The implicated product was a 4fr d/l powerpicc provena catheter. The right-sided PICC had two kinks overlaying the right axilla. The image with the time stamp of 22:51 appeared to have the catheter advanced more and was more looped than the previous image (time stamped at 22:49). It is likely that the kink in this location caused the difficulty infusing through the catheter. It was reported that flow could be restored to the catheter when the arm was abducted away from the body. Abducting the arm away from the body likely lessened the kink, allowing the catheter to be infused through. Possible contributing factors for the kink could include the patient anatomy (e.g. Anatomic variants in the right axilla or a valve catching on the catheter in that location) or catheter placement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ the report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of refq1088 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that the PICC has great blood return and flush when patient's arm is abducted away from body. Both lumens of PICC are not patent when arm is by the patient's side. This vat rn consulted with PICC rn, on how to troubleshoot positional PICC. PICC rn recommended pulling PICC 0.5cm. This vat rn pulled PICC 0.5cm during dressing changed. PICC has good blood return and flush in both lumens. No other information was provided.